Event description:
During a remote follow up, episodes of noise resulting in oversensing and a pacing impedance problem was noted on the right ventricular (rv) lead. The patient presented in clinic and pocket manipulation was performed and the noise was able to be reproduced. During the revision procedure, it was noted the rv lead was not adequately inserted into the device. The rv lead was connected properly to the device resolve the event. The patient was stable.